Event description:
It was reported that pump displayed a cartridge change error during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed, cleaned area, and attempted to reload cartridge but was not successful until customer support assisted with filling and loading new cartridge, after which load process was completed and insulin delivery was resumed.